Event description:
Surgeon noticed pannus in-growth on the underside of the valve causing interference with one of the valve leaflets. He did not feel that the tissue could be excised adequately, so the valve was explanted. The mitral valve remains implanted.